Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
It was reported by the patient that the patient alert tones were sounding. Additional information was later received from the phys ician's office indicating that the device was explanted and replaced due to normal elective replacement indicator (eri). The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the patient alert tones were sounding. Additional information has been requested, however, it is not available. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.